Event description:
The customer obtained falsely depressed cancer antigen (ca 15-3) diluted results for one patient on an advia centaur xp instrument. The customer did not report the results to the physician(s) and noted that the results did not match historical results around 3500-4000 u/ml. The customer used the same sample to perform repeat testing on the same instrument and an atellica analyzer. The repeat results were higher, and the customer stated that repeat results agreed with a historical and the atellica result. The repeat result of 3974 u/ml was considered correct and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely depressed ca 15-3 diluted results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc). Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed services, including verifying the reagent probe, aspiration, distribution check, washing station, and calibrating the sample probe. The cse noted no issues. Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00225 on 09-aug-2022. Additional information (01-sep-2022): siemens reviewed the instrument and event data, including actions performed by the customer service engineer (cse). The cse investigated the system and performed a total service call. The cse checked the functionality of the reagent probe, calibration of the sample probe aspiration and distribution, and the washing station. All were performing within specification. The performance of the advia centaur xp system was verified, and the customer has not observed a recurrence of falsely depressed cancer antigen (ca 15-3) diluted results. Siemens concluded that the system is operating as specified, post-service repairs, and the cause of the falsely depressed results is unknown. No further evaluation of the device was required. Section h6 is updated to reflect a new investigation findings and investigation conclusions code.